Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2011 and mesh was implanted during which the surgeon noted he took down the adhesions until he reached the recurrent hernia and the rolled up mesh. The rolled up mesh was removed. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2012 during which the surgeon noted the mesh only partially resorbed and had become detached from the fascial edges. It was reported that the patient experienced an unknown adverse event. Other procedures are captured under separate files. No additional information was provided.